Manufacturer narrative:
(B)(6).

Event description:
It was reported by a representative that when egm rhythm strips were reviewed, nsvt episodes incorrectly diagnosed as svt were observed. The episode had bigeminy labeled on the events.